Event description:
Litigation papers alleges the patient suffered progressive pain and discomfort in left hip radiating to the knee, infection, and excessive cobalt toxicity.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Litigation papers alleges the patient suffered progressive pain and discomfort in left hip radiating to the knee, infection, and excessive cobalt toxicity. Doi: (B)(6) 2008 - no revision at this time. (Left hip). Patient is a resident of (B)(6). Examination of the reported devices was not possible as they were not returned. The patient was implanted in 2008 and to date has the devices yet in situ. It is not likely the devices contributed to the patients reported infection 4 years after implantation. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Update 02/05/2013 - sales rep reported revision due to infection. No products were returned. A search of the complaint database did not show any other infection related reports against the product lot codes. The investigation could not draw any conclusions about the reported infection; however, infection after approx. 5 years implantation is unlikely to be product related. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.